Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic right salpingo-opherectomy. Event description: during the case the device was used to attempt to retrieve an ovarian cyst and right fallopian tube. When the surgical team actuated the device, the metal prongs deployed out of the shaft but the bag remained in the shaft. The surgical team attempted to pull the bag out of the device but was initially unsuccessful. The surgical team was able to remove the bag from the shaft using scissors but in the process the bag was cut and the bag, tether, and bead fell into the patient. The metal prongs of the device were able to be pulled back into the shaft and was removed from the patient. The surgical team elected to extend the laparotomy at the umbilicus and through this incision they retrieved the bag, tether, and bead. Through this incision they also retrieved the specimen from the patient and completed the case. Patient status is okay. Product is available for return. The bag, tether, and the bead were disposed of by the facility. Additional information received via email on 16jun2022 from [name], applied medical account manager I. "The tips of the prongs were exposed within the patient. The bag never came out of the shaft, however both prongs sprung out and were exposed in the abdomen." "They tried pushing the actuator further but it was as far as it could be pushed down. They tried jostling it quite a bit before giving up and making mini lap." The trocar used was either "the ethicon 12mm or applied c0r47." Patient status: okay .type of intervention: incision at umbilicus was extended during the case in order to retrieve the bag and the specimen.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the bead and bag. Visual inspection confirmed the complainant¿s experience of exposed metal prongs. The returned cord was missing a portion and observed to be cleanly cut. Based on the condition of the returned unit, it is possible that the reported event was caused by the device being jammed. However, the exact root cause of the reported event is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: laparoscopic right salpingo-oophorectomy. Event description: during the case the device was used to attempt to retrieve an ovarian cyst and right fallopian tube. When the surgical team actuated the device, the metal prongs deployed out of the shaft but the bag remained in the shaft. The surgical team attempted to pull the bag out of the device but was initially unsuccessful. The surgical team was able to remove the bag from the shaft using scissors but in the process the bag was cut and the bag, tether, and bead fell into the patient. The metal prongs of the device were able to be pulled back into the shaft and was removed from the patient. The surgical team elected to extend the laparotomy at the umbilicus and through this incision they retrieved the bag, tether, and bead. Through this incision they also retrieved the specimen from the patient and completed the case. Patient status is okay. Product is available for return. The bag, tether, and the bead were disposed of by the facility. Additional information received via email on 16jun2022 from [name], applied medical account manager I. "The tips of the prongs were exposed within the patient. The bag never came out of the shaft, however both prongs sprung out and were exposed in the abdomen." "They tried pushing the actuator further but it was as far as it could be pushed down. They tried jostling it quite a bit before giving up and making mini lap." The trocar used was either "the ethicon 12mm or applied c0r47." Additional information received via email on 01jul2022 from [name], applied medical account manager I. The rep reached out the surgeon and scrub tech but has not been able to confirm any additional information. Patient status: okay. Type of intervention: incision at umbilicus was extended during the case in order to retrieve the bag and the specimen.